Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 648 mg/dl with small ketones. Cause of elevated bg level was unknown. Bg was treated with fluids and intravenous insulin. Electrocardiogram and chest x ray was also performed (results not provided). Reportedly, customer left the ER 5 hours later with customer feeling better. Reportedly, the customer had been using humalog insulin with the pump for 3 days at a time. Tandem technical support educated the customer on cartridge labeling. Customer acknowledged.